Event description:
Device failed to provide therapy when used with defibrillator pads manufactured by kimberly clark. Device functioned properly when used with defibrillator pads provided by paramedic first responders. Unable to deliver theapy in time to convert patient. Patient expired.